Event description:
Transurethral resection of a bladder tumor under spinal anesthetic. Pt received a spinal anesthetic, then was placed in lithotomy position using pneumatic-assist stirrups. Return electrode was on the left antero-lateral thigh. Betadine prep of the perineal area was done. Pt was draped, including a plastic pouch drape that gets tucked under the buttocks. Other items used on the field include the camera and cord, light cord, resectoscope and cord. The irrigation solution used was sterile water. Approximately 15 mins into the procedure, the anesthetist noticed that the monitors showing interference. He then noted a buzzing feeling when he touched the metal part (rail) of the bed. He told this to the surgeon. Staff changed the return electrode, the cautery cord, the roller-ball electrode and loop. Procedure resumed with the same burning or buzzing sensation noted. Staff changed esu's and the problem ceased. Staff noted a hot electrical smell coming from the first machine and removed it from the room. Biomed was called and took the machine to their area for inspection. At no time during the procedure did the machine shut itself off nor did any alarms sound. Settings were at 100 for cutting and 80 for coag. The esu in question has received routine maintenance and had also been used on a daily basis in the or. It had been used on the preceding case (a breast biopsy) with no problems. Because of the problems experienced, the or team turned the pt after the procedure and noted a 1 1/2 inch reddened area with two small open areas of white tissue on the left buttock. This description was from the circulating nurse. The surgeon in his operative note, describes a 1.5 cm burn area on pt's left buttock which he covered with bacitracin and an op-site dressing. The surgeon indicates that he spoke to the pt's wife following the procedure to tell her of his findings and of the burn. Pt and wife were eventually taken to the inpatient unit where they were asked to remain until the surgeon could see them later that day. They chose to leave before that happened.